Event description:
It was reported that the patient underwent an anterior cervical fusion via an anterior approach. Post-op, the patient was diagnosed with nerve damage. The nerve damage in hand and arms, swelling in legs, chronic pain in neck radiates down to leg, shortness of breath. As a result, the patient has required extensive medical treatment including but not limited to numerous visits to neurologists, and orthopedics to help alleviate pain. Having to undergo numerous nerve conduction tests, physical/occupational therapies and orthopedic prosthesis. The patient continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, patient underwent following procedure: anterior cervical discectomy, c5-6, c6-7. Anterior interbody fusion, c5-6, c6-7 . Anterior interbody cage, c5-6, c6-7. Anterior cervical plate, c5 to c7 . Local autograft . Fluoroscopic imaging for placement of plate. Pre-op and post-op diagnosis. Cervical radiculopathy. Cervical herniated nucleus pulposus. Cervical stenosis. Cervical myelopathy as per op notes: ".. The appropriate sized spacer was then placed into position. This was packed with a small amount of rhbmp-2 and then gently impacted into position.. No complications were reported.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.